Event description:
Additional information was provided that the patient presented with decreased/blurred vision and pain approximately four years following the initial implant procedure. The surgeon prescribed a topical steroid and a topical anticholinergic which dilates the pupil. The iol was exchanged one month later for an iol by a different manufacturer.

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. One haptic is slightly bent in the gusset area. The other haptic is broken in the gusset area (not returned). The optic is cut into pieces, typical of an insertion and removal. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was shifting but still in the anterior chamber, which a hole in the iris which also caused hyphema and iritis. She reported that the patient indicated no trauma had occurred to cause the lens to shift. The lens was exchanged in a secondary procedure. She reported that there was no patient harm during the lens exchange and that the patient is doing well as of their follow up appointment, with good vision and a normal, clear cornea. Additional information was requested.